Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code related to the charging of the internal battery was observed. The device's internal battery needs replaced to address the issue.